Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and osteolysis could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2015. Approximately 3 years and 6 months after the first right knee revision the patient had a second right knee revision on (B)(6) 2019. During the (B)(6) 2019, revision surgery, the surgeon found that the polyethylene failed, had an excessive amount of wear, and was degrading/shedding polyethylene debris that caused metallosis, pain, swelling, osteolysis, synovitis, bone loss, and tissue damage. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 2319334 02-012-42-2008 - logic pts, size 2, 8mm 3718740 204-36-08 - stem extension 80l x16 mm 3795675 204-70-00 - tibial stem ext. Screw 3861530 02-012-45-2030 - lgc tibial fit tray cem sz pending investigation.